Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The product was received and evaluated. An external visual inspection was performed and passed. The customer complaint is undetermined as analysis would not be able to confirm the complaint nor determine a potential root cause. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2023. On (B)(6) 2023, the patient experienced inaccurate cgm values which occurred the same day the sensor had been inserted in the arm. The patient experienced vomiting, polyuria, and decreased appetite. There was no documentation of cgm reading or bg at the time of symptom onset. The patient self-treated with unspecified insulin and symptoms persisted. The spouse transported the patient to the hospital. There, the bg was 288 mg/dl while the cgm reading was 225 mg/dl. The patient was treated with unspecified insulin. Of note, the patient was diagnosed with uti and treated by unspecified means. Due diligence attempts to contact the reporter for more information were attempted but not successful. There was no documentation of additional medical intervention. At the time of the report, the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.